Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 01/21/2016 and 07/25/2016. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture. Device evaluation: visual analysis of the returned device identified deformation, partial delamination of orientation dot, brown particles on shell, and bubbles/voids in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed and identified partial delamination of orientation dot (<75%). Based on the device analysis the final assessment was partial delamination of orientation dot assessed as adhesive failure.

Event description:
Physician reports patient 'right implant - total rupture'. The physician later reported a right side capsular contracture baker grade iii. Device has been explanted and replaced.